Event description:
On (B)(6) 2011, rotaflow system was in-use at penn state hershey medical center when the unit gave a low battery alarm while the unit was plugged into the ac outlet. The associated rotaflow console serial number is (B)(4). On (B)(4) 2012, additional information was received via medwatch with uf/importer report # (B)(4). According to medwatch report, the extracorporeal membrane oxygenation (ECMO) alarm sounded and was reading low battery. The ECMO power cord was already plugged into the wall outlet. Additional sendor cream was applied to troubleshoot the alarm. The physician and perfusionist was paged. The bedside nurse began handcranking. Once the perfusionist arrived, the perfusionist powered down the rotaflow console and then re-started the rotaflow console. The rotaflow console gave the indication that it was working properly; therefore, handcranking was terminated and the rotaflow drive was used. As the rpms increased, the console failed again. Handcranking was resumed and a new console and back-up unit were brought into the room. The console was swapped out and the unit began to function. (B)(4).

Manufacturer narrative:
Maquet medical system, USA submits this report on behalf of the legal manufacturer of the device, maquet cardiopulmonary (B)(4). Per medwatch with uf/importer report # (B)(4), the unit was evaluated by maquet and the problem was not reproducible. Additionally, the unit was confirmed to operate on ac power and the charging circuit is functional. The unit was verified to successfully switch between ac and battery power. A complete function test was performed and the unit was returned to service. (B)(4).